Manufacturer narrative:
The device was returned for investigation. The investigation concluded that the device experienced mechanical stresses during the procedure causing damage to the hypotube (specifically breaking the hypotube) leading to a tear in the outer jacket, steering system damage and deformation of the vacuum lumen. The lot history review (lhr) for lot # p21264 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
During a steerable ureteroscopic renal evacuation (sure) procedure on (B)(6) 2026 it was reported that the physician was unable to retract the device through the uas during device withdrawal and the device was removed along with the third party cook ureteral access sheath (uas). The procedure was completed successfully and no patient harm was reported. Calyxo is reporting this event in an abundance of caution